Event description:
On (B)(6) 2015 the reporter contacted lifescan alleging that the patient¿s onetouch ping meter would not turn on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reported alleged that the product issue began on (B)(6) 2015. The patient manages their diabetes with an insulin pump. The reporter stated that the patient did not make any changes to their usual diabetes management regimen in response to the alleged issue. The reporter stated that the patient developed symptoms of ¿headache and nauseous¿ the following day. The reporter stated that the patient tested their blood glucose on another unknown meter and obtained a result of ¿extremely high¿. The reporter stated that the patient self-treated their symptoms with 9-10 units of novolog insulin. At the time of troubleshooting the cca verified that there was no misuse of the meter and that the batteries did not need to be replaced. The alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hyperglycemia and treated their symptoms with insulin after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.